Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the sheath was inserted into the patient and leaking from the valve occurred. The issue was resolved by opening a new iab and inserting the new sheath into the same insertion site. There was no harm to the patient, just a delay in getting the treatment to the patient. The patient is doing well."

Manufacturer narrative:
(B)(4). Additional information received on 25 september 2023 states that the sheath with the sidearm was the sheath that was leaking. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was conducted for the lot number with no relevant findings. Without the device to evaluate, the complaint could not be confirmed, and the probable root cause could not be determined from the available information. No further action was required at the time of the report. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the sheath was inserted into the patient and leaking from the valve occurred. The issue was resolved by opening a new iab and inserting the new sheath into the same insertion site. There was no harm to the patient, just a delay in getting the treatment to the patient. The patient is doing well."